Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior bowel resection, the device¿s bag was partially detached from the ring while it was being applied during the removal of section of the bowel. To complete the case, the catch bag was removed and another one was opened to retrieve the specimen. No patient harm noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was disengaged, partly folded and partly cinched. There was bag remnant on the metal ring, and the ring was intact. The green pull ring was seated in the handle. The device functioned without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The conditions noted suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.